Event description:
Reportedly, the patient was feeling dizzy since two weeks. When interrogating the pacemaker on (B)(6) 2020, ventricular lead impedance was found at 272 ohms with the threshold at 2.75v/0.5ms; the battery impedance was still acceptable. The pacing output was programmed at the maximum rate. Then, the basic rate was decreased to 60 bpm but an asystole occurred one second after this programming; the patient fell off the bed and had an arm injury as a result. No patient movement was noticed that could have contributed to this event. Normal capture was spontaneously restored after 20 seconds. A lead issue was suspected by the physician. On (B)(6) 2020, the pacemaker was explanted and the lead was abandoned in the patient's body. Preliminary analysis of the provided patient files revealed high ventricular threshold values (above 1.5v). This most probably resulted from a ventricular lead displacement and/or patient physiology. However, a beginning a ventricular lead issue could not be completely excluded.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, the patient was feeling dizzy since two weeks. When interrogating the pacemaker on (B)(6) 2020, ventricular lead impedance was found at 272 ohms with the threshold at 2.75v/0.5ms; the battery impedance was still acceptable. The pacing output was programmed at the maximum rate. Then, the basic rate was decreased to 60 bpm but an asystole occurred one second after this programming; the patient fell off the bed and had an arm injury as a result. No patient movement was noticed that could have contributed to this event. Normal capture was spontaneously restored after 20 seconds. A lead issue was suspected by the physician. On (B)(6) 2020, the pacemaker was explanted and the lead was abandoned in the patient's body. Preliminary analysis of the provided patient files revealed high ventricular threshold values (above 1.5v). This most probably resulted from a ventricular lead displacement and/or patient physiology. However, a beginning a ventricular lead issue could not be completely excluded.

Event description:
Reportedly, the patient was feeling dizzy since two weeks. When interrogating the pacemaker on (B)(6) 2020, ventricular lead impedance was found at 272 ohms with the threshold at 2.75v/0.5ms; the battery impedance was still acceptable. The pacing output was programmed at the maximum rate. Then, the basic rate was decreased to 60 bpm but an asystole occurred one second after this programming; the patient fell off the bed and had an arm injury as a result. No patient movement was noticed that could have contributed to this event. Normal capture was spontaneously restored after 20 seconds. A lead issue was suspected by the physician. On (B)(6) 2020, the pacemaker was explanted and the lead was abandoned in the patient's body. Preliminary analysis of the provided patient files revealed high ventricular threshold values (above 1.5v). This most probably resulted from a ventricular lead displacement and/or patient physiology. However, a beginning a ventricular lead issue could not be completely excluded.

Manufacturer narrative:
Please refer to the attached analysis report.